Event description:
The customer reported loss of dual monitor capability and needed to retrieve data.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.